Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc blood glucose meter does not power on with button or test strip due to corrosion or moisture in the battery compartment. As a result, the customer was unable to monitor his glucose levels and felt symptoms of sleepiness and dizziness. The customer had contact with a healthcare provider and received unspecified treatment for a diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.